Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data investigation summary investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided patient x-rays attached. Examination of the provided patient x-rays determined the presence of an oblique reverse fracture which was treated with a femoral neck system. The fns is indicated for the treatment of femoral neck fractures as illustrated on page 3 of the surgical technique, eos/surgical tech number (B)(4). The fns is not indicated for reverse oblique fractures as the fns plate system is not designed to carry the loads or span fractures that extend below the femoral neck. The investigation can not confirm the reported event. This conclusion is based on an analysis by medical safety officer dr. (B)(6) (email attached). A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: age: patient's age is reported as in mid 70¿s. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the femoral neck screw implant caused high sub trochanteric fracture 4 weeks post op while patient was weight bearing. The fracture occurred due to incorrect plate position. The surgeon had inserted the plate at an angle which caused the fracture; they've drilled too close to the entrance of anterior cortex. Health care professionals have acknowledged the surgical error on their end. The plate was removed and revised with femoral nail on (B)(6) 2021. Currently patient is hospitalized and non-weight bearing. No further information provided. This report is for one (1) femoral neck system implant kit/ length 125mm sterile. This is report 1 of 1 for complaint (B)(4).